Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection per applicable drawing. The gold foil corresponded to the specific code set-0014-20. Under microscopic examination excess of glue was observed around the secondary port. Secondary line infusion was tested with a set rate of 1000ml/hr and set volume of 10 ml and secondary line was connected to a saline solution bag. Alarm " occlusion upstream" was on the ivenix lvp display. It was not possible to complete the priming process and it did not pass successfully. The customer complaint is confirmed. Probable root cause of the reported incident is most likely related to the excess of solvent applied during the manufacturing process. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: when attempting to prime the secondary port of the blood administration set, received error message 'priming occlusion'. Not related to closed clamps or any other visible obstruction. Priming fluid didn't enter secondary tubing at all, suggesting manufacturing defect creating obstruction. - patient injury: no - medical intervention required: no - stopped active infusion: no - occurred during: priming - result in under/over infusion: no - drug used for infusion: blood - action taken: new set up. A preliminary review of the logs identified the following issue: unable to prime air from tubing set. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.